Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. The filter was captured and retrieved for a new vena cava filter that was prepped and deployed successfully. There was no known impact or consequence to patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for failure to expand. Based on available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.